Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. ¿ deflation: delamination of the diaphragm valve assessed as adhesive failure. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.